Manufacturer narrative:
The cartridge was discarded and the lot number was not available. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections."

Event description:
A report was received on (B)(6) 2023 from the health care professional (hcp) of a critical care patient of unspecified pathology, who stated a cartridge blood leak was observed during a continuous renal replacement therapy (crrt) on (B)(6) 2023. Additional information was received on 08 sep 2023 from the hcp who stated the patient''s hemoglobin decreased (12.3 g/dl to 10.7 g/dl) and returned to baseline level with no medical intervention being required. Following the event the patient continues to treating using the nxstage system.